Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The engineer provided their analysis findings and provided the customer with guidance to resolve the issue; however, during follow up with the customer, it could not be confirmed if the device was repaired. In additional the customer did not specify if the user interface (ui) would be replaced or if the screen would be updated to the second generation. The customer reported that the device was not returned to service, at the time the response was received. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator did not have a visible display. There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator did not have a visible display. The customer reported that the device appeared to be operable, but no display was present. The device was using the first generation liquid crystal display (lcd). The rse recommended upgrading the lcd to the second generation assembly; the rse also noted that the user interface (ui) assembly could be replaced. The customer noted that they planned on replacing the ui assembly; the customer was provided with the part numbers for replacement. Investigation ongoing / resolution pending